Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no alarm occluded and customer stated that they perform high pressure test did not passed they repeated and test results were no alarm occluded. Customer experienced high blood glucose level. Customer blood glucose level at time of incident was 19 mmol/l. Customer blood glucose level was 22 mmol/l. The customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. (B)(4).